Event description:
Spontaneous call from patient's husband. He advised they have had 2 pump alarms in the past 2 weeks for faulty cassettes. He provided lot number of 4279820. He advised they get a no disposable, damp tubing error on the pump. He changes the cassettes and tubing which resolves the error. "Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; if yes, was any medical intervention provided? Please explain. Is the cassette available to be returned for investigation? No; what is the outcome of the event? Resolved "describe in detail any, and all damage to the cassette: no; physical damage, he advised they get a no disposable, clamp tubing error on the pump; has this incident happened within the past 6 months? (Offer nursing evaluation) yes- twice in the past 2 weeks- declined nursing. No add'l info, details dates are available at this time. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.